Event description:
It was reported that the customer experienced an issue with the battery depleting too quickly. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.